Event description:
Customer alleges discrepant results for three pts. Pt c (3 of 3). Customer reports that pt c signature elite instrument pt/inr results are not matching reference lab results. Pt inr 2.0 capillary protime vs. Venous sysmex lab 1.5. Target range: 2.0-3.0. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.